Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, it was discovered that the customer centrifuged the initial sample outside of tube vendor specifications. The instrument data was then evaluated by a siemens headquarters support center (hsc) specialist, who did not find an instrument malfunction. The cause of the discordant bun, crea, glu, and k results on one patient sample is unknown. The cause of the initial sample being centrifuged outside of tube vendor specifications was a failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on one patient sample tested for urea nitrogen (bun), creatinine (crea), glucose (glu), and potassium (k) on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them and sent the patient to an emergency room (ER). The patient was redrawn at the ER and was administered intravenous fluids. The redraw sample was tested on the same instrument and results differed from those obtained on the original sample. The original sample was then repeated on the same instrument and results more closely matched the redraw sample results. It is unknown whether the redraw results or the original sample repeat results were issued to the physician(s). There are no known reports of adverse health consequences due to the discordant results or administration of unnecessary fluids.